Event description:
It was reported that the physician observed a decrease from 27% to 15% remaining longevity over the course of two months from this subcutaneous implantable cardioverter defibrillator (s-ICD) battery. Boston scientific technical services was contacted for a data review, and it was confirmed that the battery was exhibiting premature depletion. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.